Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. The patient was treated with unspecified antibiotics (completed after a day) for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing. No additional information is available.